Event description:
A report was received that the patient was experiencing discomfort and irritation due to the location of the ipg. The patient underwent pocket revision wherein the ipg was relocated. The patient was doing well post-operatively.